Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was inoperable and patient lost stimulation at an unknown date. As a result, surgical intervention took place where in ipg was explanted and replaced. Effective therapy restored post-op.